Event description:
It was reported that the support bar was damaged with sharp edges exposed. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.